Manufacturer narrative:
It was discovered during review of the event that this was a duplicated report; this reportable malfunction was investigated under stryker reference number (B)(4) and was reported on manufacturer report number: 0001811755-2015-02909. This is a duplicate of stryker reference number (B)(4).

Event description:
It was reported that during a surgical procedure at the user facility a hole was found in the hood. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility a hole was found in the hood. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.